Event description:
A report was received on 09 aug 2022 from the home therapy nurse of a 42 year old female patient with a medical history including end stage renal disease, who stated approximately four hours into a home hemodialysis treatment on (B)(6) 2022 the patient was found "passed out" on the floor. Emergency medical services were called, and the patient was transported to hospital, where she was admitted to the intensive care unit and intubated. Although requested, additional information including details of the event and hospitalization were not provided.

Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The evaluated log file supported the performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).